Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose level of 274 mg/dl. It was noted that the customer had forgotten to charge the pump and the pump shutdown due to insufficient power. Per pump history, it was confirmed that a low power alert occurred. Reportedly, the customer was able to resume insulin delivery and stated that a bolus would be administered. Recommendation was made for customer to keep the battery charged as close to 100% as possible.